Manufacturer narrative:
Post-operative radiographs reviewed during the investigation demonstrated suboptimal fracture reduction, which is consistent with a procedural rather than device-related factor. The patient also reported multiple falls prior to presentation to the emergency department, representing a patient-related factor that may have influenced the clinical outcome. A device-related contribution to the reported event could not be conclusively excluded based on the information available; therefore, we are submitting this report in accordance with 21 cfr part 803. If additional information becomes available that materially impacts the assessment, a supplemental report will be submitted. We will continue to monitor this and similar events through established post-market surveillance processes.

Event description:
Patient required removal of implant and revision surgery to convert femoral nail implant to hemiarthroplasty due to loss of fracture reduction and joint impingement. Implant was intact when patient presented for the revision surgery. Patient pain levels are unknown. Current health status of patient is unknown. No further complications were reported.